Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. As the serial number of the patient's cycler was not able to be obtained, an investigation of the device manufacturing records could not be conducted by the manufacturer. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements for labeling, material, and process controls, or is nonconforming. Clinical investigation: there is no documentation to support an association between the liberty cycler and the adverse events of nausea, vomiting, acute bronchitis, urinary tract infection, hypokalemia, hypertension, and thrombocytopenia, and subsequent hospitalization. Additionally, there is no allegation of machine malfunction or that the liberty cycler did not perform as expected.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was hospitalized on (B)(6) 2017 for fluid overload. The patient¿s last known pd treatment was (B)(6) 2017. However, follow-up information from the patient¿s pd nurse revealed that the patient was in the hospital for bronchitis and not for fluid overload. The cause of bronchitis was unknown, and the nurse was not aware if the patient had a history of bronchitis. However, reportedly the patient continued pd therapy in the hospital while being treated for bronchitis. It was reported that the patient had been gaining weight for the past two weeks and had developed swelling of the hands. The patient was discharged from the hospital on (B)(6) 2017 to her home with a discharge diagnosis of end stage renal disease, nausea, vomiting, acute bronchitis, urinary tract infection, hypokalemia, hypertension, and thrombocytopenia.